Event description:
It was reported that the patient needed to have the implantable neurostimulator (ins) removed. The ins had migrated out of her abdomen. This was noted to have begun about a week prior to this report and the patient was in the hospital for a few days. The battery had migrated but the leads had been compromised too. The patient met with a manufacturer representative (rep) on (B)(6) 2014 and the rep turned her implant off and got rid of her programming. Stimulation was stated to still be turning on. The patient did not have a patient programmer (pp) to verify if stimulation was turned on or off. It was also noted that she only had one lead working but the rep had found another channel that was working. A broken lead and lead migration was mentioned. Stimulation was arching into her rib cage when she would have physical therapy and it was getting worse with rehab and the ins had moved out of the pocket. When therapy was on it felt like the battery was running through her causing everything to radiate. She was going to have the implant removed on (B)(6) 2015. The patient was looking for a new healthcare provider (hcp) due to having moved so follow-up was performed with the patient to determine if she had received further assistance with the problem and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).